Manufacturer narrative:
The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the reservoir function properly upon its first activation? No, it didn't. How long was the reservoir used before ""suction could not be done"" was noted? At the first activation after connecting the reservoir with the drain. Were all connections checked and found to be secured? No information. Was any leakage noted? No, it wasn't. Was there a failure of the locking plate mechanism? No information. Any other possible issue noted that could prevent the reservoir to suction? No information. Was the case completed by replacing the reservoir? No information. Was there any issue with the drain? No information. If yes, was it an ethicon blake drain? No information. If yes, please inform product code and lot number no information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during an unknown breast and endocrine surgery on (B)(6) 2018 a drain reservoir was used. The suction could not be done after connecting a drain to the reservoir. There were no adverse consequences to the patient. No further details provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4). 2018. During the sample evaluation the defect was not confirmed. The inlet ports as well as the antireflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open and it was confirmed that the duckbill valve is not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible that confirmed that the duckbill valve doesn¿t allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition. There was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Based on the present analysis and sample evaluation, the reported defect by the customer could not be related to manufacturing process. It¿s considered that for the report made by user, other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.